Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted device will not be returned as it was disposed by the medical facility. Additional information was received that the patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted device will not be returned as it was disposed by the medical facility.